Event description:
New information received notes that the patient presented to a follow-up in clinic. Interrogation revealed that the left ventricular (lv) lead exhibited high pacing impedance. No intervention or changes were performed, and no patient consequences were reported.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high pacing impedance. No interventions or changes were reported. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.